Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(4) 2013; during the surgery on (B)(6) 2013 the nail was changed from 130 to 125 ccd. It was reported when the surgeon inserted the blade it got stuck in the slot of the nail (cold welding). The aiming arm had to be removed and the femur had to be open to get the implants out. The surgery was completed by putting in a long nail 340 mm and a new blade. Inspection of insertion handle, sleeves and aiming arms showed no signs of malfunction. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not an instrument. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed and no conclusion could be drawn as no device was returned. The lot number provided could not be verified; therefore, further investigation cannot be performed.

Manufacturer narrative:
The results of the additional evaluation are as follows: the complained articles were tried to remove together with the responsible product development manager. Both items were jammed into each other. Nevertheless our pm has managed to get them both disassembled again. There were some heavy hammer blows required to take apart the two articles. The investigation of the pfna blade has shown that the tip is badly damaged. The hole of the nail is also badly damaged. It is possible that after changing the nail the position was not given and the blade got stuck into the nail. The review revealed that these articles were manufactured (blade in october 2013 and the nail in september 2013) according to the specifications. In addition these blades are function checked per 100% before they leave the manufacturing facility. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. (B)(4).